Manufacturer narrative:
It was reported that the range of motion red tab broke off. No injury reported. To date, the actual device has not been returned. Other devices have been evaluated and the root cause of the complaint is a damaged component, confirmed to be the same malfunction found in 9616086-2023-00007.

Event description:
It was reported that the range of motion red tab broke off.